Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and reportedly the customer was using cold insulin, changing supplies every 3-4 days, and not removing the excess air. Tandem technical support informed the customer that using cold insulin, changing supplies every 3-4 days, and not removing the excess air is off label per the tandem user guide. Customer resumed insulin therapy. Customers blood glucose was 315 mg/dl.